Event description:
While using the medefil prefilled saline syringe, a nurse attached the syringe to a central line. The nurse then aspirated on the syringe; when she did this, a large amount of air entered the syringe from the plunger side of the syringe, air leak around plunger. This was repeated twice with the same results. Same product in other areas of the hospital tested and resulted in the same problem. The air leak represents a possibility of air embolism if, after aspiration, the syringe is flushed into the patient.